Event description:
It was reported that the procedure was performed to treat a lesion in the distal superficial femoral artery, popliteal, and posterior tibial artery. Following pre-dilation of the vessel with an unknown balloon, three 10cm ht command 18 guidewires (gw) were attempted to be advanced and were noted to have difficulty when being inserted into the 5 french micro sheaths, and the coating became bunched at the tip. Therefore, a new command wire was used and advanced through the same sheath successfully and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. One device was received and return analysis revealed that the polymer coating was separated, torn and folded over itself. Additional information was received that the reported coating becoming bunched at the tip meant that the polymer coating was separated and folded over itself with tear being noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot- specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing the guide wire into a sheath include, but are not limited to, inner diameter of the sheath, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the sheath or guide wire which likely led to the reported bunched at the tip. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.